Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose at the time of incident was unknown. Customer stated she dropped the pump down the toilet and it is now alarming and there is an open book and pump with a cross and arrow on the screen. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, missing o-ring(reservoir tube), broken reservoir tube lip, detached retainer, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.